Event description:
It was reported that this right atrial (ra) lead was fraying and had an indentation. Boston scientific technical services (ts) discussed that it is up to the physician to repair the lead. Ts will also confirm and send an email to get which lead was observed with the defect. The plan was not to repair. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fraying and had an indentation. Boston scientific technical services (ts) discussed that it is up to the physician to repair the lead. Ts will also confirm and send an email to get which lead was observed with the defect. The plan was not to repair. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.